Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cuts were incomplete during laser assisted flap creation. Left lateral, upper portion without cutting bed noted. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient one¿s right eye and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was examined and was able to confirm and replicate a drop in the overall system energy. This may contribute to the reported event of incomplete flap. As a correction, the company service representative cleaned the optical system and then performed alignment and calibration of the energy system. The system was then tested and met all product specifications. The root cause could not be determined conclusively.